Event description:
It was reported that during a laparoscopic appendectomy procedure, during firing the device cut and stapled halfway and would not proceed. The device had stapled further than the cut, therefore there was no bleeding. A new device was used to complete the procedure. No other details of the event were provided. There was no patient impact.

Manufacturer narrative:
(B)(4). Firing trigger teeth; incomplete/interrupted firing. The analysis results found that one long45a was received instead of an ats45. The device was received with the firing mechanism damaged as the trigger was jammed halfway. The device was received with a partially fired reload. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.